Event description:
It was reported that a pt underwent a sling procedure in 2007. No concomitant procedures were performed during the procedure and there were no intra-operative complications. The pt had a normal voiding pattern upon discharge. Post-operatively, the pt experienced a mesh erosion and a surgical intervention was performed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.